Event description:
It was reported that during an unknown procedure the device was defective.

Manufacturer narrative:
(B)(4). Batch #: v96e6e. Investigation summary: the product along with a photo was returned to ethicon for evaluation. During the visual analysis of the photo, the following was observed: the photo shows the tip of an er320 instrument with a clip jammed. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with the top shroud broken and a clip jammed between the shrouds and jaws. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. In addition, 16 clips were found inside clip track. It could not be determined what may have caused the damaged found; however, it is known from the history of the device that the condition of the shrouds may lead to ejected clip. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained: please clarify how the ¿defective device¿. Did device not feed clips? Did device feed clips sideways? Did device not fire clips (jammed)? Did device fire malformed clips? Did device fire scissored clips? Did device drop or eject clips? If other, please specify. Were there any patient consequences? If yes, please describe. Answer = no patient consequence. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.